Event description:
A complaint was rec'd from a customer that stated when customer used excel off brand reagent strips customer rec'd erratic results. An example was a 100 mg/dl and then immediately a 400 mg/dl. The difference is in these values are clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. The customer was provided bayer supplied reagent and has rec'd satisfactory results. The customer was encouraged to call the 24/7 customer service if any add'l issues were encountered.